Manufacturer narrative:
All the components returned appeared in good condition but showed evidence, in different degrees, of loosening. However, based upon the available evidence and the absence of radiographs the cause of the loosening cannot be confirmed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - unknown. Explant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported by the hospital that the patient underwent a knee replacement on an unknown date. Subsequently a revision procedure was performed on an unknown date due to loosening and movement of tibial tray.